Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA-2017-0007. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. On 5-october-2015, a field service engineer (fse) was dispatched to the customer's facility to address the reported event. The fse phoned the customer and found that the customer fixed the issue by cleaning the stepper motor. All errors cleared and the aia-600ii instrument is operational. No further action is required by field service. The most probable cause of the reported event was the b/f washer, failure of motor.

Event description:
On (B)(6) 2015, a customer reported a wash probe error with their aia 600ii analyzer. The analyzer was making a grinding sound and was not moving up and down. Also hb flags were noted. The customer is unable to run fsh and lhii patient samples. A field service engineer (fse) spoke to the customer to troubleshoot the event, which resulted in delayed reporting fsh and lhii patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.